Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insertion device did not eject the cannula. The user therefore banged the insertion device on the table causing the cannula to shoot from the device. No adverse event reported.